Event description:
Using a loaner electrosurgical unit from co, in the cut mode on 70. Tissue was scorched, not cut. Esu was replaced with hosp-owned unit. Handpiece, return electrode, and cord was not replaced. Settings on the replacement esu were the same as loaner unit. Replacement esu functioned appropriately.